Event description:
It was reported that the screen was blank on the customer's new insulin pump, before it turned on about 60 seconds later. The customer's mother stated that when putting in the battery, there was an audible grinding noise when screwing in the battery cap. Troubleshooting was performed. A new battery was placed in the pump and the display returned. The customer's blood glucose level was 10.5 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored in a 50c oven for two days and no blank display was noted. The insulin pump was received with normal operating currents. No damage was found on the isolation tape. No grinding noise when screwing in the battery cap was noted. The insulin pump had a cracked display window corner and a cracked reservoir tube lip.